Manufacturer narrative:
The device was not returned. The lot history was evaluated and no nonconformities were found which would have contributed to the reported complaint.

Event description:
It was reported that, on an unknown date, the primary plum set, experienced a chamber filter leak of unknown chemotherapy medication. The reporter stated, the duration of the procedure was approximately 5 hours. There was no report of patient harm as a result of the incident. No additional information is available at this time. This captures 3 of 3 incidents.

Manufacturer narrative:
The device was not returned for further evaluation.